Event description:
After the induction of general anesthesia, unable to ventilate the patient by mask. Intubated patient, but still unable to ventilate. Used ambu bag to ventilate patient with ease. Found humid-vent port that connects to the mask of ett to be completely occluded.======================manufacturer response for heat & moisture exchanger, humid-vent 2 (per site reporter)======================wants to pick it up to have it evaluated.